Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of ¿high¿ on cgm, due to needing settings adjustment. Customer addressed elevated bg with a correction bolus via pump. Customer consulted with their healthcare provided and discussed settings to meet customers diabetic needs.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.